Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that during the procedure, the surgeon noticed a small white gasket inside the pt. He retrieved the gasket without incident. The gasket was determined to be the outer gasket from the trocar housing. The trocar was replaced with another 355ld to complete the case. There was no consequence to the pt.